Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant medical products- model: dtba1d4, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and noise. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.